Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 290 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised the alarm was caused by an infusion set/reservoir occlusion. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.